Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal pump would not achieve forward flow. The user also reported that attempts were made to remove the centrifugal disposable from the motor drive and reinsert it. During these attempts backflow int eh system was noticed. The device was changed to a roller pump for the duration of the procedure. There were no reported adverse consequences to a pt as a result of this event.